Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the co to report a product complaint, concerns a male pt. The pt received 25% insulin lispro/75% insulin lispro protamine (humalog mix 25) 60u delivered via a humapen ergo teal/clear pen body (lot 40118) with a clear cartridge holder attached (lot unk) for the treatment of diabetes. On an unk date, whilst rec'g therapy with 25% insulin lispro/75% insulin lispro protamine via a humapen ergo, the humapen's spring-arm broke off. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with cid00317778. The operator of the humapen was the pt. The operator was trained by a nurse and used 31 gauge 8mm beckton dickinson needles and reused each needle 6 times before changing it. The pt primed the pen each time and injected into his abdomen, holding the needle in the skin for greater than 5 secs. The pen was stored inside. The humapen ergo teal/clear pen body with a clear cartridge holder attached was not continued. The device was returned to the co. Initial analysis by the affiliate qc dept found that both engagement tabs were broken. This product is out of spec for dose accuracy. Two tab breakages has been shown to deliver an under dose of insulin. The device was returned to the MFR for add'l eval. Refer to results/conclusions section for cid00317778. Update 28-jun-2006: final gpcms report rec'd on the 22-jun-2006, lss analysis summary added. Device tab and narrative updated accordingly.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. The actual device was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to cause an underdose. Corrective action, clear cartridge holder engagement tabs broken: the core user manual states : "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." Evidence of improper use/storage: info was provided, by the reporter and the investigating engineer, that the product was used improperly. The reporter reuses needles which potentially may result in an overdose if the needle becomes clogged. This user error is not relevant to the complaint description or the investigation results. The engineering investigation found tool marks, consistent with damage incurred by pliers on the fractured surfaces of the engagement tabs. The engagement tabs were damaged while in the field and is evidence of improper use and relevant to the complaint description.